Event description:
The plastic tip of the bd heparin lock flush solution syringes (10 units/ml) broke off on the pump of 2 pa catheters as reported by anesthesiologist. Lot number of that syringe was 111163n.